Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic myomectomy to treat uterine fibroids on (B)(6) 2006 and a morcellator was utilized, which allegedly spread and upstaging of undetected leiomyosarcoma. The patient underwent a laparoscopic myomectomy procedure for the treatment of uterine fibroids on (B)(6) 2014 and a morcellator was utilized. She was diagnosed with a stage four leiomyosarcoma in (B)(6) 2015 and has undergone surveillance imaging, aggressive treatment and therapy, daily medications, regular injections and multiple rounds of radiation therapy. No additional information was provided.